Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. The field service engineer (fse) found that the internet protocol (ip) address information indicated the station was disconnected. The network cable was inspected and found to be damaged. The network cable was replaced, after which the station resumed communication. The customer was able to log in and verify the connection, and the functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. It had been up for 15 hours and was still not reconnecting. Surgeries were in progress, and a remote session would need to take place after 1600 hours. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. It had been up for 15 hours and was still not reconnecting. Surgeries were in progress, and a remote session would need to take place after 1600 hours. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.